Manufacturer narrative:
The analysis of the pendant was completed by medtronic personnel. Testing found that the reported issue could not be replicated when the pendant was installed on a known operational imaging system. It was reported that the pendant did have minor cosmetic damage that did not affect functionality of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was dim and displaying intermittently. The manufacturing representative replaced the pendant and the imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to medtronic, however, the analysis has not been completed. Other relevant device(s) are: product ID: bi71000529, rev. 1: s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site lost visibility with the pendant on the screen when moving it and using the imaging system. There was no patient present when this issue was identified.